Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025 and the tubing got detached from connector. The infusion set was in use for 2 days. The patient got treated with correction bolous via multiple daily injection (mdi). No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008804 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008804 was manufactured according to the work instruction (wi) version 116 manufactured in the line inset 3, on 19/aug/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4h02645 was manufactured according to the wi version 64 manufactured in the machine sc09, on 17/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.